Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. Fluoroscopy showed the rv lead was still in its original position but there was no slack. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.